Event description:
It was reported that pt's pump eroded through the skin in 2004 because it was "too big". The pt presented to the emergency room; the pump was subsequently removed. The pt did not have the pump replaced. She was being managed with oral baclofen.